Event description:
During a laparoscopic tubal ligation procedure, the seal (o ring) of the device fell into the patient's abdomen. The seal was retreived and removed. No trauma to patient. Had to use a second port.